Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Reviewed the alarm history and found low reservoir and motor error alarms. Ran a displacement test and the device failed the test twice. The customer's blood glucose reading at time of call was 123mgdl. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.